Event description:
An angio-seal was selected for use following a percutaneous peripheral intervention. A pre-deployment angiogram was not performed. The physician reported that the blood back flow from the drip hole of the locator was weaker than usual. It was reported that the carrier tube cap was not pulled back into the full rear lock position and the device sleeve tab receptacles did not engage with the device cap. It was reported that after the physician had inserted the device and was pulling back to deploy it, the pt complained of pain. The physician aborted the angio-seal deployment. The physician surgically removed the device to prevent vessel damage, the vessel was sutured, and hemostasis was achieved. After the surgery the physician checked the ankle-brachial index of the affected lower extremity and no abnormal findings were identified. The pt was discharged and there were no adverse consequences.

Manufacturer narrative:
One 6f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected. The locator was not returned. A length of suture exited the sheath distal end. The tamper tube, black heat shrink, and clear heat shrink tubing had been fully exposed consistent with device deployment. A length of suture, along with the knot, partially compacted collagen, and anchor were returned loose. During visual inspection the suture broke into numerous fragments, consistent with material degradation due to chemical and/or heat exposure subsequent to removal from the poly-foil pouch. No other visual anomalies were noted. The locator was not returned so the complaint of weak blood flow could not be evaluated. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.